Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy while performing ultraviolet (uv) anastomosis, the bipolar fenestrated grasper's (bfg) tip exceeded the range of motion of the surgeon console input controllers. The operating team was in the final stages of the procedure, so they discontinued use of the bfg and completed the procedure with the remaining two instruments. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (UDI #), e (facility name, street 1, city, region, postal code, fax number, phone number), h4 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was damaged at the puck pocket. The cable that manipulates the jaws was displaced on the side of the damaged pulley. The energy cable was damaged and bulging. Functionally, the jaws were manipulated through their full range of motion to inspect the cables. The jaws were unable to achieve full articulation due to the observed damage. During the evaluation, a fragment of the white plastic pulley fell off. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. The total use time was four hundred and seventeen minutes with a use count of three. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The investigation identified that the most likely cause could be traced to device design. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while performing the ultraviolet (uv) anastomosis during a robotic laparoscopic prostatectomy procedure, the tip of the bipolar fenestrated grasper exceeded the range of motion of the surgeon console input controllers. This occurred during the final stages of the procedure, so use of the bipolar fenestrated grasper was discontinued and the procedure was completed with the remaining two instruments. There was no patient injury.